Event description:
Infusiion pump with a 715:00 failure code. The hosp rep stated to baxter customer service that they have no record of any pt incident involving the pump since the last baxter service event.